Event description:
Additional information received reported that the patient had an appointment on 2014 (B)(6).

Manufacturer narrative:
Concomitant products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that a patient had a loss of therapeutic effect and she was having heartburn, vomiting, and nausea since seven days prior to the report. That day, her feeding tube fell out. The patient contacted her gastric healthcare provider, who told her that she didn¿t have to put in another feeding tube and she should let the hole heal. The patient wanted to have the device checked at a healthcare provider appointment on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.